Manufacturer narrative:
(B)(6). No product returned for evaluation. Method: product not returned for the evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).]

Event description:
It was reported that during a anterior cruciate ligament repair, while trying to position the endobutton, the sutures broke. It was reported that the surgeon was pulling through the graft into femoral tunnel when the suture broke .the surgeon tried to remove the endobutton so that he could rethread the sutures, but he could not get the endobutton out of the stomp of the knee. The surgeon decided to cut the endobutton loop to pull the graft through the femoral tunnel and then holding it in place with a screw. The surgeon successfully removed the sutures from the patient. The procedure was completed with no patient injuries reported. There was a 4 minute delay in the procedure.